Event description:
The hosp reported that during a coronary artery bypass procedure, the hemopro failed to deactivate. The vein that was harvested was unable to be used and an additional vein had to be utilized. A replacement device was used to complete the procedure. The hosp intends to return the hemopro device and extension cable. Please refer to 2242352-2013-00689 for the extension cable that was used in this case.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).